Manufacturer narrative:
On (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/07/1995 and was last repaired on 1/05/2011 for a similar issue. Evaluation revealed that the comb had bent tines on both sides. Evaluation of the device observed that he comb had bent tines on both sides and damage to the roller and roller gear. Prior to repair, a test mesh could not be performed due to damaged comb. Repair of the device included replacement of the comb, roller and roller gear, both side plates and bushings. Lack of preventative maintenance most likely caused the damage to the comb. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher equipment was damaged. The reported issue occurred before surgery, the comb on the device was noticed to be bent during set up for the surgery. There was no patient involvement or patient injury associated with the report and an alternate device was retrieved for use during the surgery without delay.